Event description:
It was reported that the device was heating up and running without the trigger being pressed. The device was sent in for repair, there is no info regarding pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint of run on could not be duplicated. According to the quality engineering, the motor controller caused the handpiece to pull high amps which caused the device to heat up. The motor controller was replaced and the device was returned to the customer.